Event description:
Additional information was received from the neurologist indicating the increase in seizures began in about (B)(6) 2012. The physician attributes the increased seizures to "adolescence, becoming less responsive to [anti-epileptic drugs], [and] vns battery nearing [end of life]." The physician increased the patient's medications as intervention and referred the patient for vns generator replacement. The increase in seizures was noted as below the pre-vns baseline seizure frequency. All of the patient's seizure types were noted as increased. No medication changes, programming changes, or other external factors were believed to have caused or contributed to the increased seizures.

Event description:
It was reported via clinic notes received dated (B)(6) 2012 that the vns patient was experiencing a significant increase in seizures and is being referred for prophylactic vns replacement. The patient was noted as now averaging 1 to 4 seizures per day. Diagnostics taken on the day of the note indicated normal device function. The physician increased the vns output current to combat the seizures. The physician indicated she felt that although the generator was not indicating it was nearing end of service, she felt it may reach end of service over the next 6-12 months and referred the patient for prophylactic replacement. A previous note dated (B)(6) 2012 indicated that the patient's family felt the patient's seizure frequency was stable at that time. Surgery to replace the patient's generator occurred on (B)(6) 2012. A report was received on (B)(6) 2012 indicating the patient had passed away the previous night. The relationship of the death to the increased seizures, vns, and replacement surgery is unknown. The death will be addressed by manufacturer report # 1644487-2012-02394. Attempts for additional information have been unsuccessful to date. Attempts for the return of the explanted generator are in progress.

Event description:
Additional information was received indicating the explanted generator was likely discarded as the site indicated they could not locate it.